Event description:
It was reported while using bd extension set smallbore 1.2 micron small volume filter leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: I had a nurse report a safe issue with product number 20129e IV microbore set 1.2 filter set lot number (10)23019294, here is what they said happened: the amber colored intralipid tubing with the blue lipid disc filter was leaking at the connecting point of tubing and filter. There were no lipids infusing below the disc on the filter. This caused back pressure and leaking at connection site. This resulted in the patient not receiving lipids, lipids dripping per gravity onto the floor and a potential infection risk. Rn discontinued lipids due to potential infection risk to patient. This same event has happened to another patient of mine two other separate occurrences. This has been an ongoing issue for a lengthy period of time now. Another issue with the lipid blue disc filter is getting clogged. The pump reads occluded patient side. Same issue happens with lipids not being infused past filter point. Staff has to change out the filter to resolve the issue. This is also fairly frequent. Multiple co-workers have said the same thing and have this issue.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported by customer that the amber colored intralipid tubing with the blue lipid disc filter was leaking at the connecting point of tubing and filter could not be verified due to the product not being returned for failure investigation. A device history record review for model 20129e and lot number 23019294 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd extension set smallbore 1.2 micron small volume filter leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: I had a nurse report a safe issue with product number 20129e IV microbore set 1.2 filter set lot number (10)23019294, here is what they said happened: the amber colored intralipid tubing with the blue lipid disc filter was leaking at the connecting point of tubing and filter. There were no lipids infusing below the disc on the filter. This caused back pressure and leaking at connection site. This resulted in the patient not receiving lipids, lipids dripping per gravity onto the floor and a potential infection risk. Rn discontinued lipids due to potential infection risk to patient. This same event has happened to another patient of mine two other separate occurrences. This has been an ongoing issue for a lengthy period of time now. Another issue with the lipid blue disc filter is getting clogged. The pump reads occluded patient side. Same issue happens with lipids not being infused past filter point. Staff has to change out the filter to resolve the issue. This is also fairly frequent. Multiple co-workers have said the same thing and have this issue.